Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and received insulin flow block alarm and recurring. The customer reported blood glucose value of 600 mg/dl, and the hyperglycemic event was treated with insulin pump. The event involved product(s) unknown sensor, mmt-332a,mmt-399a,mmt-1884l. Troubleshooting was performed for hyperglycemia. Customer was using the insulin pump within 48 hours of the reported event. Customer was using the auto mode feature at the time of the event. Troubleshooting was performed for insulin flow block alarm. No further patient complications were reported. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. Unknown sensor ,mmt-332a,mmt-399a,mmt-1884l were not expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below section with this follow-up report. 1. Section a4 - patient weight has been changed from 174 to 230 pounds the pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08730 inches. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarms during testing. The trace and history files were successfully downloaded using thump. A review of the pump history file reveals on 7/18/2025 there were thirteen (13) no delivery (insulin flow blocked) alarms, listed below: 07/18/2025 17:09:55 alarmalertnotification (40) faultnumber: nodelivery (7) during a cl1glucosecorrectionplusfoodbolus delivery. 07/18/2025 21:08:04 alarmalertnotification (40) faultnumber: nodelivery (7) during a cannulafill delivery. 07/18/2025 21:09:14 alarmalertnotification (40) faultnumber: nodelivery (7) during a cannulafill delivery. 07/18/2025 21:13:52 alarmalertnotification (40) faultnumber: nodelivery (7) during a bolus wizard delivery. 07/18/2025 21:14:28 alarmalertnotification (40) faultnumber: nodelivery (7) during a cannulafill delivery. 07/18/2025 21:19:36 alarmalertnotification (40) faultnumber: nodelivery (7) during a tubingfill delivery. 07/18/2025 21:21:50 alarmalertnotification (40) faultnumber: nodelivery (7) during a manual bolus delivery. 07/18/2025 21:22:01 alarmalertnotification (40) faultnumber: nodelivery (7) during a basal delivery. 07/18/2025 21:23:00 alarmalertnotification (40) faultnumber: nodelivery (7) during a basal delivery. 07/18/2025 21:28:00 alarmalertnotification (40) faultnumber: nodelivery (7) during a basal delivery. 07/18/2025 21:35:00 alarmalertnotification (40) faultnumber: nodelivery (7) during a basal delivery. 07/18/2025 21:47:32 alarmalertnotification (40) faultnumber: nodelivery (7) during a bolus wizard delivery. 07/18/2025 21:51:00 alarmalertnotification (40) faultnumber: nodelivery (7) during a basal delivery. The pump was cut open for visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, and pillowing keypad overlay. Insulin flow blocked alarm complaint is not confirmed. No unexpected insulin flow blocked alarm noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.